Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06305. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on 04/08/2010 and mesh was implanted concurrently with anterior colporrhaphy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, and vaginal prolapse and mesh was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced dysuria, urinary tract infection and vaginal infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Event description:
It was reported that following insertion the patient experienced hematuria.